Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator received two inappropriate shocks and three anti-tachycardia pacing due to what appears to be atrial fibrillation (af) with rapid ventricular response. Boston scientific technical services provided a review of reports. This device remains in service. No additional adverse patient effects were reported.